Manufacturer narrative:
Fumiaki nakao, masashi kanemoto, jutaro yamada, kazuhiro suzuki, hidetoshi tsuboi,taashi fujii; 2015; a rare case of complete stent fracture, coronary arterial transection, and pseudoaneurysm formation induced by repeated stenting; case reports in cardiology, volume 2015, article ID 192853. Device is combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post a stenting treatment procedure stent thrombosis and stent fracture occurred. The target lesion was located in the long, severely calcified right coronary artery (rca). The patient underwent rotational atherectomy and a taxus liberte stent was deployed in the rca. Six months later the patient underwent emergent re-stenting of the rca, using a non bsc stent, due to stent thrombosis in the mid rca with st elevation. Four months later, the patient under repeat emergent stenting, using a non bsc stent, due to stent thrombosis of the mid rca with st elevation. Two months later, the patient was admitted for follow up coronary angiography (cag) and was noted to be asymptomatic; however, the cag showed pseudoaneurysm formation in the mid rca and x-ray fluorography showed a complete stent fracture. Coronary transection was suspected due to findings of complete stent fracture and contrast media oozing around the stent fracture. Surgical management was selected and coronary transection was observed. The patient underwent closure of the proximal and distal transected ends of the mid rca and distal coronary artery bypass was performed.